Event description:
It was reported the pt is experiencing ineffective coverage and stimulation. Reprogramming attempts did not provide resolution. The pt may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.